Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The model and serial number for this device was previously reported as (B)(4). This report notes the correct model and serial number.

Event description:
It was reported that an alert for bvvi was observed via remote transmission. The patient received inappropriate shocks due to t-wave oversensing. No further information is available.